Event description:
Bayer case number: (B)(4). Lower back pain [low back pain]. Since that period, I feel very tired. I have to rest, sleep during the lunch break [tiredness]. I noticed a smelly gynaecological discharge [genital discharge abnormality]. Urinary infection [urinary infection]. Then I thought I had kidney stones [kidney stones]. Pain was so intense [pelvic pain female]. I had another urinary tract infection [urinary tract infection]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3924 days after essure insertion, she experienced fatigue ("since that period, I feel very tired. I have to rest, sleep during the lunch break"). In (B)(4) 2024 she experienced genital discharge ("I noticed a smelly gynaecological discharge") and urinary infection ("urinary infection"). In (B)(4) 2025 she experienced back pain (seriousness criterion medically important) and pelvic pain ("pain was so intense"). On unknown date she experienced nephrolithiasis ("then I thought I had kidney stones") and urinary tract infection ("I had another urinary tract infection"). The patient was treated with nsaids (unknown) and antibiotics (unknown) as well as physical therapy. At the time of the report, the back pain had not resolved. The outcomes for genital discharge, urinary infection, nephrolithiasis, pelvic pain and urinary tract infection were unknown. No causality assessment was received for essure with regard to fatigue, back pain, genital discharge, urinary infection, nephrolithiasis, pelvic pain or urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Computerised tomogram] (date unknown): detect anything (not attached because too large). Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(6). Pain was so intense [pelvic pain female] lower back pain [low back pain] since that period, I feel very tired. I have to rest, sleep during the lunch break [tiredness] I noticed a smelly gynaecological discharge [genital discharge abnormality] urinary infection [urinary infection] then I thought I had kidney stones [kidney stones] I had another urinary tract infection [urinary tract infection] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-jul-2025. The most recent information was received on 31-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 58 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3924 days after essure insertion, she experienced fatigue ("since that period, I feel very tired. I have to rest, sleep during the lunch break"). In (B)(6) 2024 she experienced genital discharge ("I noticed a smelly gynaecological discharge") and urinary infection ("urinary infection"). In (B)(6) 2025 she experienced back pain (seriousness criterion medically important) and pelvic pain ("pain was so intense"). On unknown date she experienced nephrolithiasis ("then I thought I had kidney stones") and urinary tract infection ("I had another urinary tract infection"). The patient was treated with nsaids (unknown) and antibiotics (unknown) as well as physical therapy. At the time of the report, the back pain had not resolved. The outcomes for genital discharge, urinary infection, nephrolithiasis, pelvic pain and urinary tract infection were unknown. No causality assessment was received for essure with regard to fatigue, back pain, genital discharge, urinary infection, nephrolithiasis, pelvic pain or urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Computerised tomogram] (date unknown): detect anything (not attached because too large). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.